Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device would not open in order to load a new suture needle. Another device was used to complete the procedure. There was no patient injury.